Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 28-feb-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a hemothorax that was drained, and anticoagulation medications were stopped. The next day, more than 2 liters of blood were found in the patient¿s chest. The ventricular assist device (vad) exhibited a quick increase in watts, high watt alarms, and vad stopped alarms. There was also a vad thrombus and the vad stopped running. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) support was started for right ventricular failure. The patient was taken to the operating room for a vad exchange and was stabilized with inotropes and right ECMO support. The patient received a blood transfusion, plasma, and platelets. It was also reported that the outflow graft (ofg) from the first vad was damaged close to the vad exit. The physician suspected the damage occurred during CPR. The ofg was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported high power and vad stop events were confirmed via review of the autolog's report which revealed a sharp increase in power consumption and estimated flow starting on (B)(6) 2021, leading to parameters above normal operating range. Seventeen (17) high watt alarms have been logged since (B)(6) 2021. Also, four (4) vad disconnect alarms and two (2) vad stopped alarms have been logged since (B)(6) 2021. The raw log files were not available for analysis. Information received from the site indicated that in addition to the high power and vad stop events, the patient experienced a hemothorax which was drained, the patient¿s anticoagulation medications were held, and the device thrombus was suspected. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) support was started for the right ventricular failure. The ventricular assist device (vad) was exchanged. The patient was treated with inotropes and received a blood transfusion, plasma, and platelets. Of note, it was reported that during the vad exchange procedure, outflow graft damage was observed. It was suspected that the damage occurred during the CPR. Failure analysis of the returned segment of the outflow graft, as well as visual evidence provided by the site, revealed a tear at strain relief. As a result, the reported outflow graft damage event was confirmed. Pathological evaluation did not show any evidence of thrombus within the outflow graft. Based on the available information, the observed outflow graft damage was likely induced during the CPR process. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed evidence of thrombus within the pump. As a result, the reported device thrombus event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. Based on the investigation conducted the most likely root cause of the reported high power and vad stop events can be attributed to external factors such as thrombus formation/ingestion. The thrombus likely got ingested into the pump resulting in an increase in power and further resulting in a vad stop. A possible root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller. Per the instructions for use, device thrombus, right heart failure and bleeding are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ outflow graft d9: yes h6:FDA method code(s):b15, b01 h6: FDA results code(s):0721 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.